Event description:
Amo cdc recall. Possible infection. Nightly burning, severe pain for 5-10 minutes. On 6-10-07, right eye, lower eyelid became slightly swollen, red, painful. Condition worsened slightly in 2007. I have used contact lense solution for many ears, with no problems before... Dates of use: in 2007. Diagnosis or reason for use: contact lens. Event abated after use stopped or dose reduced: no.